Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The site has indicated that the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. See attached memorandum for additional information.

Event description:
The customer reported that during a gastrectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. There was no patient injury.